Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient was seen in the clinic for a follow-up visit, fluoroscopy revealed possible externalized conductors at the proximal end of the right ventricular coil. No electrical anomalies were detected. No further information is available.